Manufacturer narrative:
B3: the event date is approximate. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a thermal event causing overheating and damage (warped) would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a philips sonicare 4100 series powered toothbrush overheated and resulted in damaged described as warping. It was also noted by the consumer that the battery swelled. Consumer confirmed that no injury occurred related to the reported event. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.